Event description:
It was reported that the 9800 system will not expose (no image appearing on the screen). There was not report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following components have been ordered. Video control pcb and the image processor pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.